Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called in to report paramedics treating her for low blood glucose levels. Paramedics treated customer with glucogon and blood glucose level was 27 mg/dl. During troubleshooting, the insulin pump was found to be working properly. Customer also reported hospitalization for high blood glucose levels. During troubleshooting, the insulin pump failed the high pressure test twice. Advised customer to discontinue use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time